Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2016 due to infection at implant site. Re-implantation is planned but has not occurred as of the date of this report november 10, 2016.